Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08997. It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the autocapture backup pulse didn¿t capture the ventricle. Lead replacement was discussed. The patient was not dependent and there were no adverse consequences.